Event description:
It was reported this pt was undergoing endoscopic treatment when the gold tip of the injection gold probe detached and was removed through the scope. The procedure was successfully completed with another device. There were no reported pt complications. The engineering evaluation determined the tip with the needle guide tube detached. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was detached from the catheter. The needle and guide tube were bent. There was evidence of adhesive on the tip transition step and catheter i.d. Threading was present in the catheter i.d. The tip and the catheter were found to be within drawing specifications. A lot search was performed and there were no other complaints to date for this lot number. Manufacturer believes user technique and/or pt anatomy may have contributed to this event. However MFR is unable to determine the relationship between the device and the cause for this event.